Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"Post-op control in july was good, in september patient complains pain and instability because of disassembled glenosphere causing polyethylene's wear."